Event description:
It was reported that a power on reset occurred in the device due to parity error, and that diagnostic data was lost.the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed that "power on reset parameters" occurred on (B)(6) 2010 at 12:20:33 and the device recorded a critical ram parity error por.